Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tamopn got stuck, had to get it out [foreign body in reproductive tract]. Tried to get tampon out, tampon got stuck [complication of device removal]. Tampon ripped apart [device breakage]. Case description: consumer reported via phone that tampon ripped apart. No serious injury was reported. Lot codes- 105624303210, 1054243042w 20:00, 1056243066w 04:57, 1049243066w 04:48, 1055243062w 18:00.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2021. An investigation is in progress for returned product received on (B)(6) 2021.

Event description:
Tamopn got stuck, had to get it out [foreign body in reproductive tract]. Tried to get tampon out, tampon got stuck [complication of device removal]. Tampon ripped apart [device breakage]. Case description: consumer reported via phone that tampon ripped apart. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck, had to get it out [foreign body in reproductive tract]. Tried to get tampon out, tampon got stuck [complication of device removal]. Tampon ripped apart [device breakage]. Case description: consumer reported via phone that tampon ripped apart. No serious injury was reported.